Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, and not irrigating the incision site with an antibiotic solution before closure have been ruled out as potential root causes. Additionally, multiple tunneling attempts and using inappropriate tools have been ruled out. However, the surgical site was closed using staples which is non-complaint to the IFU. Although non-compliance to the IFU was identified, this was not the cause of the reported issue as the dermatologist believes the raised red bumps was a reaction to the skin glue and/or adhesive from the bandaging. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The provided information does not evidence that the curonix device contributed to the reported issue and is unrelated to the curonix device (no fault found). In addition, non-compliance to the IFU was identified (user error-clinician). However, this was not the cause of the reported issue. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
During the patient's post-operative appointment, it was noted the patient had raised red bumps near the wound dressing. On (B)(6) 2025, the patient reported the redness had gotten worse and had spread to other areas of their body. Fungal cream, antibiotics, and a stronger topical cortisone cream were prescribed. However, they did not seem to help. The patient is not wearing their device until the raised red bumps resolve and they will follow up with their primary care physician and implanting clinician for next steps. Additional information was provided on april 22, 2025. The patient was seen by their dermatologist who believes the raised red bumps were a reaction to the skin glue and/or adhesive from the bandaging. The raised red bumps have cleared, the patient has begun wearing their device, and they are receiving appropriate pain relief.